Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock for what appeared to be atrial flutter (af). Device is being monitored and remains in service. No additional adverse patient effects were reported.